Event description:
Pt called lfs and alleged that their meter was set to the incorrect unit of measure ment. The pt stated that they did not attempt to change the units of measurement and that the meter was set to the correct unit of measurement previously. The pt did noy allege any harm or injury. They contacted their physician for advice, no treatment was provided. The pt did eat/drink something after tested. The meter has been replaced for the pt.